Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a ¿ medium was being used during an unnamed procedure on (B)(6) 2023 and, ¿when beginning to removed the uterus, the uterine maniupulator in use seperated into 4 pieces. 2 were removed prior to removing the uterus, the other 2 were found in the uterus when it was being removed¿. There was no reported impact or injury to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Update: medwatch uf/importer report #(B)(4) related to this event was received on 08jan24; section a. Patient information has been added accordingly. Received one 60-6085-201a in opened original packaging. Lot number was verified. Performed a visual inspection, the complaint was returned in four separate pieces. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be lot variation within the heat shrink material adhesive properties. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A. Swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage b. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a ¿ medium was being used during an unnamed procedure on (B)(6) 2023 and, ¿when beginning to removed the uterus, the uterine maniupulator in use seperated into 4 pieces. 2 were removed prior to removing the uterus, the other 2 were found in the uterus when it was being removed¿. There was no reported impact or injury to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.